Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (2.5 mg/ml at .1201 mg/day) and bupivacaine (7.5 mg/day and .3604 mg/day) via an implantable infusion pump. The indication for use was chronic pain syndrome. It was reported that the pump was interrogated and a motor stall was confirmed. The patient experienced minor withdraw symptoms and was placed on oral medications overnight. The pump was replaced and would be returned for analysis. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Due to imdrf harmonization, any previously submitted method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.